Event description:
As reported by our (B)(6) affiliate, a 23mm sapien xt valve was post dilated with the edwards bav balloon, which caused the valve to embolize to the left ventricle (lv). The valve was pulled back and placed within the aortic annulus again. Initially, a 23mm sapien xt valve was inflated with nominal volume and deployed in a 60:40 aortic/ventricular (a/v) position. The aortic side of the xt valve frame was slightly less expanded. It was decided to perform post dilatation due to the mild paravalvular leak (pvl) observed. Since the delivery system had been withdrawn, a 23mm edwards bav balloon was prepared with nominal volume. When post dilation was performed with the 23mm bav balloon under rapid ventricular pacing (rvp), the balloon slipped towards the aortic side. Simultaneously with deflation, the balloon moved then towards the lv side and pushed the sapien xt valve into the lv. The valve remained on the guidewire. The heart team decided to move the sapien xt back into the native aortic valve with the bav balloon. The bav balloon was inflated with half nominal volume under rvp. The valve could be moved, but it was unable to cross thru the native annulus and dropped back into the lv. This maneuver was attempted three times. Since it was not possible to pass the xt valve thru, the native annulus was dilated with the bav balloon. The xt valve was finally moved into the native annuls and implanted in a 60:40 lv position. At that point, tee showed movement of the native valve leaflets, which might have caused valve embolization into the lv again. It was decided to reposition the valve again, aiming for a slightly higher position. The sapien xt was moved again under rvp with the bav and was finally implanted 90:10 a/v. Tee showed mild pvl. Since the native aortic leaflets and calcification were covered by the sapien xt, post dilation was performed with 1ml more than nominal volume in order to anchor the xt valve and the procedure was finished. The physician stated that the post procedural cine image showed the bav balloon had not been completely inflated, and therefore the sapien xt was not fully expanded. On preparation of the delivery system, the inflation volume was confirmed as 17ml, so the connection of the three-way stopcock had possibly been loose and the contrast agent might have leaked from there. On preparation of a 23mm bav balloon for post dilation, the inflation volume was also confirmed as 21ml but it decreased to 12ml after deflation. Since no balloon rupture occurred, no other cause except the looseness of the three-way stopcock was thought.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve embolization to the lv cannot be confirmed; however, the physician suspected that the event was related to procedural factors (i.e. Possible connection error of the 3-way stopcock with the delivery system causing the valve to be under expanded). Other patient risk factors for valve embolization include a 17mm aortic annulus with moderate calcification by tte (per the IFU the 23mm sapien xt valve is intended to be implanted in a native annulus size rage comparable to 18-22mm by tee). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.